Manufacturer narrative:
E1: initial reporter phone no. (B)(6), ext. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy (crrt) using a prismax machine, a large volume of the citrate bag was infused to the patient. It was reported that crrt was prescribed with heparin and subsequently changed to citrate before initiation of treatment. It was reported that the patient began to feel "unwell" and had some "torsade de pointe" on electrocardiogram (ECG). The nurse noted that the citrate (1-litre bag) was 3/4 empty in 1 hour. Therapy was discontinued and calcium boluses were given (4g in total). It was reported that the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available for evaluation; therefore, a device analysis could not be completed. The provided machine logs were not related to the treatment data, therefore, a logs analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.